Event description:
During the procedure the stent failed to release and the handles on the shaft ruptured. The whole system was removed, partially released. During the removal, the stent split and part of it stayed in the left common femoral. The pt was sent to surgery.